Event description:
It was reported that during the procedure the physician tried to screw the lead multiple times; the last screw was not going inside. The lead was replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.